Event description:
It was reported that as a result of having the device implanted, the device eroded into the vagina, and the pt has experienced chronic infection, pain, dyspareunia, pudendal nerve damage, and has had additional surgeries on november 8 (unk year) to remove the mid section, and (B)(6) 2012 to remove the arms.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).